Event description:
It was reported that the patient presented after a non-device related surgery. The pulse generator exhibited premature elective replacement indicator and end of service after being exposed to electrocautery. After a device firmware download, normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.